Event description:
A malfunction was reported with the pump, causing the customer's blood glucose level to exceed 500 mg/dl (28 mmol/l). Customer addressed the elevated bg by a correction bolus via the pump. The customer reverted to an alternate method of insulin therapy.